Event description:
A us distributor contacted zoll to report that a patient developed a skin irriration under the lifevest equipment. Patient described the area as itchy irritation. The patient¿s physician prescribed prednisone tablet and hydrocortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.